Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting up. Review of the log file shows host-pc could not connect to the flexvision-pc. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found problem was caused by an improper power down the previous day. To resolve the issue, fse reloaded the software on the flexvision pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.